Manufacturer narrative:
The root cause of the event was found to be consistent with using an eppendorf cup (not recommended by roche) placed upon the primary tube. The investigation did not identify a product problem.

Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration and qc recovery data provided was acceptable. The field service engineer (fse) verified that the analyzer probe was clean and correctly adjusted. The investigation is ongoing.

Event description:
There was an allegation of questionable gluc3 glucose hk gen 3 results for 1 patient sample on a cobas c 111 analyzer. The customer aliquoted serum into an eppendorf tube on the top of the primary sample tube and the initial glucose result was 666.8 mg/dl. Another serum sample collected at the same time with aliquoted serum in an eppendorf tube on top of the primary tube was tested and the result was 167.3 mg/dl. A heparin plasma sample collected at the same time as the initial serum sample was tested and the glucose result was 165.9 mg/dl. The initial primary serum sample was repeated again without an eppendorf tube and the result was 168.8 mg/dl. No questionable results were reported outside of the laboratory.